Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s outer housing was delaminating and the defect affected the touchscreen, prompting shipment of a replacement unit and instructions for shutdown and return. Symptoms included no reported adverse clinical effects, and blood glucose was unaffected. Outcomes included continued use of cgm via dexcom app or receiver and planned replacement of the affected device. Investigation included remote troubleshooting and user education regarding data sync, device shutdown, and startup process for the replacement. Investigation of this case revealed a device mechanical integrity issue involving enclosure delamination with associated touchscreen impairment. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the display/housing assembly.